Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that at the beginning of a routine hemodialysis treatment before the cartridge had completed filling with blood, arterial pressure alarms occurred. The operator tried to adjust the patient arterial needle to improve access flow but was unsuccessful and terminated the treatment without rinseback resulting in an approximately 90 cc blood loss. No medical intervention was required.

Manufacturer narrative:
The reported blood loss has been attributed to inadequate arterial access blood flow due as a result of poor needle cannulation. There is no evidence of a device malfunction. The cycler alarmed appropriately. A direct correlation between the nxstage system one and the reported blood loss cannot be established. The event has been reviewed with facility staff. The operator is a nurse and has been provided with additional training on needle cannulation. Nxstage medical considers this report closed. No additional information willbe provided. This report and the information contained herein is submitted to the food & drug administration under 21 cfr part 803 and represents the information available to the company at the time of the report. The report does not constitute an acknowledgement that he events herein occurred, the information is accurate in any respect, the company was negligent or responsible for wrongdoing, and it does not constitute an admission that the device is defective, or that the device malfunctioned or otherwise failed to perform in any manner, or that the device caused or contributed to an injury or death.